Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that a motor rate error message was displayed during routine preventive maintenance inspection. The pump was not dropped and there was no delay in therapy. There were no patient involvement and harm.

Manufacturer narrative:
D9, date returned to mfg: 2/25/2026. H3 and h6 codes, updated. The suspected device was returned for evaluation. The device was visually inspected and found damaged top case and plunger right case. Review of the event history log (ehl) showed an error 1980. During the functional testing, unable to confirm or duplicate customer reported error. Probable cause due to device aging and normal wear of drivetrain parts. Device will be repaired by replacing the leadscrew, coupler, clutches, and worm gear. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.